Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that during a routine follow-up, this right atrial (ra) lead exhibited an increase in pacing impedance as well as capture threshold and sensing issues. It was suspected that the lead was fractured, and the physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, this right atrial (ra) lead exhibited an increase in pacing impedance as well as capture threshold and sensing issues. It was suspected that the lead was fractured, and the physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.